Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device was reprogrammed. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.